Event description:
It has been reported to philips that during an aneurysm embolization examination, the system locked, and the geometry computer application repeatedly restarted. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the geo pc kept restarting. The customer didn¿t ask for evaluation nor repair of the product to philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the geo pc kept restarting. The customer didn¿t ask for evaluation nor repair of the product to philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome. The catalog item identifier, manufacture date, reporting address line 1 and the reporting address city have been updated.